Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. No pericardial effusion was noted prior to procedure. The transseptal puncture was inferior/posterior. Act was not measured. During implant, 10.000 i.e. Units of heparin was administered. No difficulties implanting the amulet were reported; there was not multiple changes and the amulet was partially recaptured once. The left atrial pressure was >12mmhg. The patient was discharged home in stable condition. On (B)(6) 2024, the patient had post-procedural follow up. Transthoracic echocardiogram (tte) was performed which showed a circumferential pericardial effusion around the left atrium and left ventricle. The largest dimension of the pericardial effusion was 3cm. The pericardial effusion was noted as serious and irritative effusion (not hemorrhagic.) The user believes that the device caused irritation, which led to the formation of the pericardial effusion. No cardiac tamponade was observed. Pericardial puncture was performed. No perforation by the amulet device was detected. No device deficiency was noted and the amulet remains implanted in good position. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that a circumferential pericardial effusion during implant was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. It was indicated that during the procedure patient's activated clotting time (act) level was not measured. Field also indicated that the user believes that the device caused irritation, which led to the formation of the pericardial effusion. No cardiac tamponade was observed. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported patient effects could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.